Event description:
Customer stated "light sometimes doesn't turn on. Has to turn it off and then back on for it to work. Also, there's a smell inside the switch like it's burning." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector could not find any type of defect with the product. The pad was tested on three separate occasions by quality control, and on all three occasions the pad was heating and performing properly. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.